Manufacturer narrative:
Trackwise#:(B)(4). Corrected section: e1--health professional corrected from "yes" to "no" the device was returned to the factory for evaluation on 05/10/2024. An investigation was conducted on 05/16/2024. A visual inspection was conducted. No signs of clinical use as the devices were returned inside the sealed product packaging. The product packaging was opened for the investigation. There were no visual defects observed on the intact harvesting device. The cannula handle was observed to be intact. The c-ring was observed to be intact with no visual defects observed. The c-ring observed to be bent upward with no visual defects observed. Based upon the received condition of the device, it is not possible to confirm the reported complaint as there was no device malfunction. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000379282 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported event due to onetrack 1035919.

Event description:
Related to tw (B)(4). Hospital reported vasoviewhempro vh-3500 kit unopened an unused, customer had 3 failures of the same lot # 3000379282. Customer does not want to use the kit. No patient involvement.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.